Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The malfunctioning part has been received by the manufacturer for evaluation, although analysis is not yet complete.

Event description:
A medtronic representative reported that the imaging system uninterruptible power supply (ups) battery voltage was low. There was no patient present when this issue was identified. No additional details were provided.

Manufacturer narrative:
The suspect uninterruptible power supply (ups) batteries were returned to the manufacturer for analysis. Testing found that the batteries failed load testing, by lasting 3 minutes and 58 seconds. Testing fell short of the 5 minute requirement. This indicated an electrical failure due to the batteries not holding a charge.